Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify motor error alarm due to broken reservoir tube lip. However, device passed displacement test, prime/a33 test and excessive no delivery test. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.